Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "respiratory infection" is considered an unexpected adverse drug experience.

Event description:
Reporter indicated patient was injected with juvéderm® voluma® xc with 0.1ml. A month and a half after injection, patient experienced ¿unilateral pruritus in the ck1 zone.¿ patient also experienced respiratory infection at the same time; this event is not device related. Symptoms ongoing.